Manufacturer narrative:
This medwatch is for the inform system 3. (B)(4).

Event description:
Caller alleged that the following results were obtained on several neonate patients: 44 mg/dl (inform meter) and 30 mg/dl (lab) - within 0 minutes 47 mg/dl (inform meter) and 33 mg/dl (lab) - within 3 minutes 54 mg/dl (inform meter) and 31 mg/dl (lab) - within 8 minutes 45 mg/dl (inform meter) and 30 mg/dl (lab) - within 6 minutes 28 mg/dl (inform meter) and 8 mg/dl (lab) - within 5 minutes 31 mg/dl (inform meter) and 8 mg/dl (lab) - within 3 minutes 41 mg/dl (inform meter) and 29 mg/dl (lab) - within 7 minutes 46 mg/dl (inform meter) and 34 mg/dl (lab) - within 2 minutes 25 mg/dl (inform meter) and 11 mg/dl (lab) - within 2 minutes results were obtained on different days with different neonate patients. No information was provided as to which meters were used during each test. Samples for meter results were taken from heelsticks; samples for lab results were taken from venous samples. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.